Event description:
The manufacturer received information alleging patient became unresponsive and cyanotic during care. The patient required CPR and the ventilator was found to be on standby. There was no allegation of device malfunction. The ventilator was returned to the manufacturer¿s product investigation laboratory for investigation and the customer's complaint was confirmed. On the date and time of the alleged incident, (B)(6) 2023 at 08:30, the device was operating as designed until the device¿s start/stop button was manually pressed and the device was turned off. On the same day at 13:23, the device was set to stand by mode. The manufacturer found no malfunction of the device and concludes that the device functioned as designed.